Event description:
The hospital perfusionist reported that the console did not deliver the amount of potassium chloride solution as intended during a procedure. He reported that the console functioned as expected initially during the procedure, but the patient encountered some complications (unrelated to the console) which required the heart to be arrested again. The console was used again; however, it was reported that the patient's heart did not arrest within the expected time based on the volume of solution delivered. The procedure was completed without additional issues. It was reported that following the procedure, the arrest pouch was examined and found to have more fluid than expected remaining. The console was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.